Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. Factors that contribute to difficulty closing the foot, device malposition and device entrapment may include, but are not limited to, tissue or suture caught in the foot, posterior foot partially deployed in the foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure was attempted using the pre-close technique via a 9f sheath hole prior to an ablation interventional procedure. Reportedly, the first prostyle suture was pre-placed without issue. The second prostyle was used; however, the foot could not be retracted. After several attempts the foot still could not be retracted. The physician thought that the suture of the first prostyle device caused the foot retraction issue; therefore, the first suture was cut and removed outside the anatomy. Then, the second device was attempted to be removed several times [resistance on removal persisted], and finally the device could be removed. When the foot was looked at, tissue was noted to have entered into one side of the foot. Therefore, the physician thought that one side of the foot accidentally came out of the vessel and caught the tissue, leading to difficulty retracting the foot [not related to the first suture as initially thought]. There was no reported issue with the first suture. Manual compression was applied to achieve hemostasis. No vessel damage was noted. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.